Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined that the rpms were not in specification. The spring was stretched to raise motor rpms. The motor, width plate, and eccentric shaft were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the dermatome handpiece was not cutting properly, a skin graft- index no. 028- was not taken. An unknown impact to the patient occurred. No delay or need for an additional unplanned skin graft was reported. No additional information available is indicated. Diligence is complete. No adverse events were reported as a result of this malfunction.